Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 2580816. 320-01-42 - equinoxe reverse 42mm glenosphere: 2554499. 320-10-00 - equinoxe reverse tray adapter plate tray +0; 2550468. 320-15-05 - eq rev locking screw: 2484775. 320-20-00 - eq reverse torque defining screw kit: 2595540. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: 2386087. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 2589404. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: 2423329. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: 2585856. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 2515538. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 2528129. 320-42-00 - equinoxe reverse 42mm humeral liner +0: 2564875.

Event description:
As reported by the equinoxe shoulder study, the 68-year-old male patient had an initial left tsa on (B)(6)2013 and presented with aseptic glenoid loosening on (B)(6)2023. (B)(6)2013 x-ray showed early lucency around rtsa baseplate that had been revised from tsa with bone grafting. Appeared stable and tolerable until (B)(6)2023. Had sudden pain while brushing teeth. The outcome of this event is considered resolved and the action taken was revision on (B)(6)2024. The case report form indicates that this event is unlikely related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. The reported glenoid loosening could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.